Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient implanted in (B)(6) 2012 with tomofix tibia plate and screw with chronos wedge. A week ago patient presented with pain in their knee. As a precautionary measure, surgeon removed the hardware on (B)(6) 2012 and revised the patient to a new tomofix proximal medial tibia plate and screws. It was noted: surgeon used cortical screws along the shaft of the implant during the (B)(6) 2012 procedure. For the revision surgeon used locking screws in every hole of the plate. This is 1 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Lot #: lot number was obtained from device received. The plate was analyzed for conformance to specification, as well as review of the device history record. No abnormal findings were identified. After review of the x-rays and according to traces on the plated, it was concluded that cortex screws were used with the plate instead of the recommended lcp locking screws. Use of cortex screws could possible lead to instability of the construct and could result in plate breakage.